Manufacturer narrative:
(B)(4). The customer did not retain any of the tubes for investigation and did not record the lot numbers which determine the date of manufacture.

Event description:
The patient's mother reported in the last 6 months she has had to deflate the cuffs of 4 tracheostomy tubes. The patient's cuffs were inflated at night with 2 cc's air, and then deflated during the day. During the day, air would slowly get back into the cuffs causing discomfort. The issue would occur about 2-3 weeks into use of the tubes. This issue required the patient to be recannulated. The four tubes in the events regarding the same patient are referenced on our reports: 2936999-2016-00687, 2936999-2016-00688, 2936999-2016-00689, 2936999-2016-00690.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. An inflation/deflation test was performed and a visual inspection was performed. The failure mode inflation line leak at flange connection is confirmed. Containment action is not required since the confirmed failure (inflation line leak at flange connection) would have been detected during the 100% inflation/ deflation test; therefore, the failure mode is not confirmed as related with the manufacturing process. All manufacturing controls were found properly implemented and maintained to detect the reported failure mode.

Manufacturer narrative:
(B)(4).